Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue with a faulty sensor and it did not detect open and close. A field service engineer (fse) turned off the machine and observed that a zip tie was tight. The fse loosened the connection and reseated cables on the half height matrix drawer to resolve the issue. The customer was then able to recover the drawer. The fse also reseated and loosened cable connections on the back panel. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 failed and could not be recovered. The customer stated that the same failure occurred the previous week but was eventually recovered after multiple attempts, however recovery attempts were unsuccessful on this occasion. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.